Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. When the taxus express2 2.5x24mm drug eluting stent "was pulled out of the sleeve, a stent strut was found to be flared." The procedure was completed successfully using another taxus express2 stent, same size. No pt injuries or complications occurred.